Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(4), product type: recharger. H6 correction: upon further review, b20 applies to this report and not b17. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), ubd: , UDI#:(B)(4).g2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger has gradually been needing to charge up quicker but since two days it's been very hot when trying to charge and it won't actually charge the implanted neurostimulator (ins) properly anymore. Tried taking out the battery pack and reinserting it, but this was not successful. A new recharger was requested, no patient harm reported.